Event description:
It was reported the subject device experienced a sticky residue in the insertion tube. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, which was sticky residue found in the insertion tube and removed upon cleaning which was most likely traced to the user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.